Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while inserting the syringe needle into the cartridge. Customer's blood glucose was 126 mg/dl. Another syringe needle was used to successfully fill the cartridge with insulin.